Event description:
Reporter alleged the paramedics used her aviva system to obtain the results of 227 mg/dl or 237 mg/dl. Reporter alleged that within 10 minutes of those results, they obtained the results of 27 mg/dl or 37 mg/dl on their system. Reporter stated that prior to obtaining the readings she had taken additional insulin, listed as 30 units, by mistake because she forgot she had taken it already. Reporter also stated that after that, when her blood glucose levels began dropping, she ate a couple of sandwiches and called the paramedics. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.